Event description:
Patient required an endovascular abdominal aortic aneurysm repair. The main body and contralateral limb devices deployed per IFU without issue. Entire graft ballooned with 32mm coda balloon. Final run revealed contrast filling the aneurysm sac. Not being certain as to the type of leak, physician chose to treat it as a type 1 endoleak. A proximal extender was delivered per IFU, deployed at the level of lowest renal and ballooned with 32mm coda balloon. Angiogram showed no change in significance of endoleak. A second proximal extender was deployed per IFU a few millimetres lower than first proximal extender. Graft was re-ballooned. No change in endoleak status. A third, competitor cuff, was deployed a few millimetres lower than second proximal extender. However, there was still no change in endoleak status. Both limbs were relined with competitor limbs and ballooned. Final angio showed significant reduction in endoleak intensity. Physician suspected type IV endoleak was cause of contrast in sac. Patient was sent to ICU with overnight observation and fully intubated. Patient was stable overnight and scheduled to be extubated. Planned discharge of the patient was for (B)(6) 2014.

Manufacturer narrative:
UDI: (B)(4). A full review of the device history record has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria.